Manufacturer narrative:
The device was returned for analysis, and a visual examination was conducted on the returned unit. It was observed that one of the blades and its corresponding pad were completely detached from the balloon material. However, all other blades remained intact and properly bonded to the balloon material. Further visual inspection revealed that the balloon was not folded, suggesting that it had been subjected to positive pressure during the event. No issues were identified with the tip or marker bands of the device. Additionally, a visual and tactile examination of the shaft found no abnormalities or defects.

Event description:
It was reported that the blade detachement occurred. The 90% steosed target lesion was located in the moderately tortuous and non calcified internal shunt brachial arm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. The procedure was conducted routinely; however, upon removal of the sheath, a slit was observed. Specifically, when the pcb was being removed, a slit formed in the sheath, but it was successfully removed without further complications. Upon closer inspection, it was noted that the blade was missing. Due to the clean appearance of the adhesive surface, this detail was not immediately apparent during the procedure. It was noted that two pieces had detached, one of which had a pristine adhesive surface post-surgery. The surgeon was uncertain whether the blade had been securely attached from the start or if it had become detached during the procedure. To ensure no fragments were left inside the patient, a thorough evaluation was conducted using CT and echography. No retained foreign bodies were identified in the sheath or within the patient. The procedure was completed using with the original device and there were no patient complications as a result of this event.

Event description:
It was reported that the blade detachement occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified internal shunt brachial arm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. The procedure was conducted routinely; however, upon removal of the sheath, a slit was observed. Specifically, when the pcb was being removed, a slit formed in the sheath, but it was successfully removed without further complications. Upon closer inspection, it was noted that the blade was missing. Due to the clean appearance of the adhesive surface, this detail was not immediately apparent during the procedure. It was noted that two pieces had detached, one of which had a pristine adhesive surface post-surgery. The surgeon was uncertain whether the blade had been securely attached from the start or if it had become detached during the procedure. To ensure no fragments were left inside the patient, a thorough evaluation was conducted using CT and echography. No retained foreign bodies were identified in the sheath or within the patient. The procedure was completed using with the original device and there were no patient complications as a result of this event.